Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) experienced syncopal episodes and felt sensations like being hit. A health care professional (hcp) requested review of remote interrogation data by boston scientific technical services (ts). Review of the interrogation data revealed a short run of ventricular tachycardia (vt) that broke spontaneously four days ago and an episode of ventricular fibrillation (vf) that was successfully treated with shock therapy one month ago. Ts concluded that stored device memory revealed no anomalies, however, the cause of syncope was not determined. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.